Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there were three or more episodes of asystole due to oversensing of noise on the right ventricular (rv) channel. The rv lead also exhibited increased threshold measurements and non detection of sensing. Aggressive manipulation of pocket was unable to reproduce any noise or oversensing. Outputs and sensitivity were reprogrammed and the patient was hospitalized for a revision procedure. The pacemaker was interrogated the following day with programming showing the device to be pacing and sensing in the ventricle only, however pauses in pacing were still observed thus a temporary pacing wire was placed. It was also noted that the rv impedance measurements were at 400 ohms currently but was 1190 at implant. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new device and lead were successfully implanted and no additional adverse patient effects were reported.